Event description:
The facility reported an infusion pump that did not detect air-in-line on channel a during bio med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of an infusion pump that did not detect air in line on channel a during biomed testing was not confirmed nor duplicated. The air in line printed circuit board values were found to be specification (ail pcb). The ail pcb was not replaced.